Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Indication was a revision of a concorde bullet cage which had migrated posteriorly. Primary plan was to take out the apparent non-fused cage and replace it by a larger size. Once the surgical site was prepared and opened, a cage inserter was placed in the cage in order to remove it from the disc space. The cage insertion site was completely cleared from tissue and bone, so a clean pathway for removal was created. The surgeon was able to move the cage sideways, but traction on the instrument did not move the cage out of the disc space. Strong pulling on the cage with the insertion rod and simultaneously wiggling the cage left and right, trying to move it out of the disc space, resulted in breakage of the cage. The remaining part was left in the disc space as the initial compression of the neural structures by the cage was lifted. Examination of the canal by the surgeon convinced him the remaining part was deep enough in the disc space not to cause problems in the spinal canal, so he left it in situ. The assumption was made that the remaining part of the cage is held in the disc space by initial bonegrowth for the primary surgery graft. In order to keep the cage in place, compression was applied with the posterior pedicle screw system. Question remains how can the cage break upon removal attempts after having been in situ for approx. 1.5 yrs?

Manufacturer narrative:
The unidentified concorde bullet cage was not returned to the complaints handling unit (chu) for evaluation. Per complaint action ((B)(4)), it was noted that the device has been lost. As a result, an investigation will be based on a no sample device evaluation. A review of the device history record (DHR) for the unidentified concorde bullet cage could not be conducted as no lot number was provided. The cage was not returned to the chu from which the lot number could be taken directly from the sample. Therefore, without the lot number, no review of the manufacturing records could be completed. This complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device lost.